Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported during an ablation procedure the pt complained that his leg where the pad was applied felt warm. The pt's leg was checked and nothing wrong was found. After the procedure was completed, the pads were removed and it was noticed that the application site on the pt's left leg was reddened but not burned (less than or equal to a 1st degree burn). The site was treated with ointment. The pt is in good condition.